Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the therapy works great for him. Patient stated they have tried one or two different settings over the period of implant but they do not know which program is programmed for which part of the body. Agent asked what area patient is using the therapy for and patient stated he has therapy for a burning and numbing and his left leg would become almost immobile from the problem and from the moment they put the ins in it was like someone flipped a switch and they were able to go and do anything they wanted to do. Patient clarified that the therapy is basically for the left leg quad and thigh area but occasionally they will get shocks down his left leg - pt stated yesterday they were getting quite a few shocks down the inside of his left legs. Patient will be sitting on the couch and all of a sudden, he will get a shock down his leg and his leg will almost stand straight out like getting shocked from a live wire. Patient verified it doesn't matter what position his body is in - he will feel the shock in different positions. Patient mentioned that last night it was acting up when they were standing and walking across the kitchen it was just like there was a shock going down the inside of his leg. Agent suggested that patient try to decrease the stimulation on each program to see if that resolves the shocking sensation. Patient is going to follow up with the field representative about the shock sensation. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.